Event description:
It was reported to boston scientific corporation that a contour vl was collected from the theatre to be used on (B)(6) 2013. According to the complainant, during the unpacking of the device, the wrapper was not sealed and the device fell out and was found to be broken. There was no patient involved nor a procedure performed.

Manufacturer narrative:
A visual assessment was performed on the returned contour vl and revealed that the device was separated into two sections. The bladder pigtail was found to be ripped/torn and the suture was not returned. The pouch was returned opened however, evidence of seal packaging was found. It is possible that during the unpacking the device could be handled improperly, thereby, causing the damages found. Additionally, the damages found is consistent with one caused by the suture when it is being pulled. Therefore, the most probable root cause for this complaint is handling damage. A device history record (DHR) review was performed and no deviation was found. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Based on this analysis, this event has been deemed to no longer be MDR-reportable.

Event description:
It was reported to boston scientific corporation that a contour vl was collected from the theatre to be used on (B)(6) 2013. According to the complainant, during the unpacking of the device, the wrapper was not sealed and the device fell out and was found to be broken. There was no patient involved nor a procedure performed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.